Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information received: adverse event term: recurrent pelvic organ prolapse, start date: on (B)(6) 2023, end date: on (B)(6) 2023, severity: moderate, relationship to study device: not related, relationship to primary study procedure: causal relationship, if the event is marked as being related to the procedure, indicate which procedure the event is related to: index . If procedure related and repeat/retreatment is selected, specify date: on (B)(6) 2023. Surgical procedure, therapy, or intervention: yes. Specify: robotic assisted laparoscopic sacrocolpopexy, posterior repair, perineorrhapy, cystourethroscopy. Outcome: recovered/resolved without sequelae. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. How was the recurrent pelvic organ prolapse confirmed? Please provide the date and surgical findings of the reoperation performed. During reoperation, was the implanted device adjusted, cut or removed? Were any deficiencies or anomalies noted with mesh device? What is the physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient's current status?

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Updated information received: adverse event term: recurrent pelvic organ prolapse. If procedure related and repeat/retreatment is selected, specify date: (B)(6) 2023 = blank.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: how was the recurrent pelvic organ prolapse confirmed? Pop was confirmed at the post-operative visits. Please provide the date and surgical findings of the reoperation performed. Date of operation: (B)(6) 2023. Surgical findings: the prior sacrocolpopexy mesh was identified attached to the vagina, with the sacral end of the y noted to be detached from the promontory during reoperation, was the implanted device adjusted, cut or removed? The peritonealized portion of the mesh was identified, the peritoneum opened and the mesh arm was dissected proximally to the detached end of the mesh and distally to the vaginal apex/cervix. (Patient was not enrolled to pop arm of the study.) Were any deficiencies or anomalies noted with mesh device? No. What is the physician¿s opinion as to the etiology of or contributing factors to this event? Detachment of the mesh from promontory is an unexpected complication which could occur less than 1 percent of all sacrocolpopexy procedures. What is the patient's current status? Her last visit occured on (B)(6) 2023. She does not currently have any pop symptoms.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information was requested and the following was obtained: please provide the patient's demographic information including gender, weight, bmi at the time of index procedure: women, 61 kg, bmi: 19.5. Name of index surgical procedure? Robotic assisted supracervical hysterectomy, sacrocervicocolpopexy, bilateral salpingectomy, retropubic midurethral sling, cystoscopy. The diagnosis and indication for the index surgical procedure? Pelvic organ prolapse + mixed urinary incontinence. Were any concomitant procedures performed? Yes. Other relevant patient history/concomitant medications? She has a neurogenic bladder-tethered cord syndrome history. (From (B)(6) 2015) were there any pre-existing signs/symptoms of active infection prior to this surgical procedure? No. Did the patient receive any prophylactic antibiotics pre-, intra- or post-operation? Yes. She received clindamycin + gentamycin prophylaxis peri-operatively. Onset date/time of the urinary retention from the initial procedure? She has undergone surgery on (B)(6) 2023. She was admitted to emergency department with retention symptoms on (B)(6) 2023. ( 5 days after the index procedure). Duration of urinary retention? She had neurogenic bladder diagnosis and used clean intermittent catheterization(cic) occasionally before the surgery. She had a pvr of 0 at her post op visit on (B)(6) 2023 and cic was stopped. How was the urinary retention confirmed? Based on her previous history and sensation of not completely emptying even with cic. Please describe the drug therapy provided for the urinary retention including medication name and results. Cic was provided for urinary retention. Does the surgeon believe the urinary retention is functional or structural in nature? Functional what is the physician¿s opinion as to the etiology of or contributing factors to this event? The previous diagnosis of neurogenic bladder-tethered cord syndrome is the contributing factor for the patient. What is the patient's current status? Her last visit was on (B)(6) 2023. She was not on cic anymore. She also reported improvement in terms of sui and overactive bladder symptoms. Product code and lot number? Tvt exact gynecare ¿ lot n: 3942619 ¿ device identifier: (B)(4). To date it has been reported that the device will not be returned. If the device or further details are received at a later date a supplemental medwatch will be sent. H6 component code: g07002 ¿ device not returned.

Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2023 and mesh was implanted. On the same day, mild urinary retention was noted. Cic was provided for urinary retention. As of (B)(6) 2023, the urinary retention has been recovered/ resolved without sequelae. The event was reported as not related to the study device and unlikely related to the study procedure. Additional information has been requested.

Manufacturer narrative:
(B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A review of the batch manufacturing records was conducted, and no related non-conformances were identified.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon inc, or its employees that the report constitutes an admission that the product, ethicon inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Additional information: d4, h6. Updated information received: updated. Log line: 1. Adverse event term: urinary tract infection . Relationship to primary study procedure: not related. Unlikely. Updated. Log line: 2. Adverse event term: urinary retention. Relationship to study device: not related. Unlikely.